Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). No physical evaluation can be performed; therefore, no findings are available. Thread fracture during function typically results from insufficient tightening torque at placement, overloading of the abutment in function, or not retightening the abutment at prescribed intervals. The product was not returned, but complaint was received, reviewed, and evaluated as required by the zest dental solutions complaint process and applicable regulations. The complaint evaluation included assessment of whether the event contributed to death, serious injury, or a malfunction that could contribute to death or serious injury. Events meeting this additional criteria were further reported to applicable regulatory authorities as required. Per the zest complaint process, the complaint condition reported was documented and reviewed to determine if further investigation was necessary. As applicable, such investigation was performed to identify and document whether the device failed to meet specifications. Subsequently, the complaint event was logged into the zest dental solutions complaint database for further, tracking, trending and monitoring. Such tracking, trending, and monitoring enables zest dental solutions to react appropriately to significant changes in the expected performance of our devices. The following sections have been updated: b4: date of this report, d4: expiration date and UDI, g4: date received by manufacturer, g7: type of report, follow-up number, h2: follow up type, h3: device evaluated by manufacturer: change 'no' to 'yes', h4: device manufacture date, h6: evaluation codes, h10: additional narrative.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that the locator fractured at the screw.